Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 6 atms on the initial balloon. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the proximal lad coronary artery. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.